Event description:
It was reported that during use of the device for a cardiopulmonary (cpb) procedure, the electronic pt gas system (epgs) loss calibrating during cpb and a "alert message: service gas system" was observed. The device was not changed out. Manual gas controls were used without issue. Later in cpb, the epgs was successfully calibrated and the gas sliders were used to complete the case. The system was utilized for case and then taken out of service post case. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt. Per the clinical review on (B)(6) 2014: there were no issues with set-up and preparation of the cpb circuit. The epgs was calibrated successfully prior to cpb. During cpb, the word "cal" became displayed below the fio2 display on the central control monitor (ccm) and an alert message audible with ccm message was posted. The ccp recalls the message being: service gas system. The manual gas controls of the epgs were used and there were no issues with the ability to control gas flow and/or fio2. Later in cpb, the epgs was attempted to be calibrated again, and the calibration was successful. For the remainder of cpb, the gas slider controls were used and there were no more issues during cpb. After cpb, the epgs was again attempted to be calibrated and the calibration failed. The perfusion team elected to take the system-1 out of service until the epgs was serviced. The hospital had a back-up system and no pts or procedures were delayed. On further review, the system-1 was five to six years old and the epgs was never serviced. The procedure completed successfully, without delay and without associated blood loss. There was no harm observed or reported.

Manufacturer narrative:
Eval is in progress, but has not yet concluded. A back-up system-1 has been used, since this event.